Event description:
On 25th march 2024, rayner received notification from a healthcare faciltiy in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye a split/crack was observed in the iol necessitating iol explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantatgion into the eye a split/crack was observed in the iol. The rayone aspheric rao600c was explanted and exchanged during the original surgery session without further complication and without any injury/impact to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone aspheric rao600c, batch 123229737 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c, batch 123229737. There is insufficient evidence and information available in this case to establish the root cause of the lens damage post injection.